Event description:
Revision surgery - the pt experienced pain due to an implant.

Manufacturer narrative:
On (B)(6), 2012 it was reported that a revision surgery was performed because a patient was experiencing pain. The original surgery was performed on or about (B)(6), 2008 meaning the implant had been in-vivo approximately four years and six months at the time of revision. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about patient activity level, history of trauma, general health condition, confirmed allergies, or other factors that could have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 13th complaint against this part number: four due to dissociation, three due to pain, one for a loose component, one would not engage the shell, one possible metal allergy, one due to a worn poly liner, one for squeaking construct, and one due to dislocation. This is the first complaint for this lot number. The root cause for the revision surgery is listed as pain approximately four years and six months post-op. Because no components were returned to djo surgical for inspection a definitive root cause cannot be determined. Factors that could have contributed to this complaint include: excessive physical activity, trauma, bone disease, and metal sensitivity/allergy. There is no evidence of a product design or manufacturing problem affecting implant safety or effectiveness.